Event description:
In reporting a revision of patient's right hip on(B)(6)2018, company rep. Indicated that patient had suffered a previous fall and had sustained a femoral fracture. A cable plate was installed, no devices explanted.

Manufacturer narrative:
Additional information: age or date of birth/ age at time of event. An event regarding periprosthetic fracture involving an unknown abgii modular stem was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -clinician review: the provided medical information was submitted to a consulting clinician who indicated that: "review of these records confirms a revision tha for thigh pain presumably caused by loss of fixation of a femoral stem. It is likely this loosening may be related to a periprosthetic proximal femur fracture surrounding this implant however, the root cause cannot be determined with certainty as insufficient information was available for review. The discoloration noted has multiple potential cause including the modular neck junction, micro and macro motion of the loose stem leading to metallosis and potential abrasion and degradation of the cable and plate. The root cause of the discoloration cannot be determined as insufficient information was available for review." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patients' had suffered a previous fall and had sustained a femoral fracture. A cable plate was installed- no devices explanted. The provided medical information was submitted to a consulting clinician who stated that loosening may be related to a periprosthetic proximal femur fracture surrounding this implant. However, the root cause cannot be determined with certainty as insufficient information was available for review. Further information such as return of device, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2018, company rep. Indicated that patient had suffered a previous fall and had sustained a femoral fracture. A cable plate was installed, no devices explanted.